Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 4.4 mmol/l. Customer stated that the black o-ring is missing from the reservoir compartment lip. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No rewind anomaly noted. We were unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.